Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was over 486, 350 mg/dl. The customer treated with the manual injection. The customer reported that there was no delivery alarm. Troubleshooting was not performed for high blood glucose and performed for insulin flow blocked alarm. Customer stated that the insulin did not exit. The customer was advised to change out infusion set but, he can use the same reservoir. The device will not be returned for analysis.